Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient's pocket was painful. The patient stated they had weight loss which could have contributed to the issue. No troubleshooting or diagnostics were performed. A pocket revision was performed. It was unknown if the issue was resolved.